Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation the device was not returned for evaluation. However, an x-ray was provided and used to confirm the closure top backed out of its mating screw. Potential cause root cause was unable to be determined. This event could possibly be attributed unknown traumatic events, patient factors or operational impacts. DHR review the DHR was unable to be reviewed because the lot number is unknown. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported a revision surgery was performed to address a vitality closure top that backed out of a vital mis screw post-operatively at s1. No further information has been provided. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2021-00416.

Event description:
It was reported a revision surgery was performed to address a vitality closure top that backed out of a vital mis screw post-operatively at s1. No further information has been provided. This is report one of two for this event.